Manufacturer narrative:
Investigation outcome: it was reported that the patient was connected to a ventilator and his vital signs were being monitored. The patient's ventilator sounded an alarm indicating that the expiratory flow sensor had failed. The parts were disconnected and replaced, whereupon the alarm stopped for a short time but then continued again. It has not been confirmed that the problem has been solved, and so far there are no answers to our questions. The problem with the expiratory flow sensor alarm could not be fully investigated because important information is missing. The provided serial number does not belong to a hamilton medical device, and no log files or instrument report were supplied. Without this data, it is not possible to confirm the exact cause of the alarm. Several possible reasons could explain the alarm, such as a loose or kinked flow sensor connection, liquid inside the sensor, or a defect in the flow sensor, expiratory valve, or pressure sensor. At this stage, we cannot confirm if the device is working correctly. More information, such as the correct serial number and detailed device data, is needed to continue the investigation and provide a reliable solution. The case was rated based on the available information and is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). As serial number is not available, no UDI information could be provided. Investigation outcome: it was reported that the patient was connected to a ventilator and his vital signs were being monitored. The patient's ventilator sounded an alarm indicating that the expiratory flow sensor had failed. The problem with the expiratory flow sensor alarm could not be fully investigated because important information is missing. Serial number was not provided and no log files or instrument report were supplied. Several possible reasons could explain the alarm, such as a loose or kinked flow sensor connection, liquid inside the sensor, or a defect in the flow sensor, expiratory valve, or pressure sensor. With the given information, the cause of the reported issue cannot be further investigated. Further information was requested.

Event description:
Hamilton medical ag received the following event description: pt. Was connected to ventilator with vitals monitored. Pt's ventilator started to alarm that expiratory flow sensor was failing. Disconnected and replaced parts, stopped alarming for a little while but then continued to.". Intervention necessary. Disconnected and reconnected ventilation tubes. No health consequences or impact.